Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery test. There was no motor error alarm noted. The unit was unable to prime during prime, compromised force sensor test due to faulty fsr gold. The motor was tested outside of the device and passed. The unit had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 143 mg/dl. The customer stated he was attempting to give himself insulin prior to the alarm occurring. Customer also stated he was able to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).